Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the subject device, ojr418 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Result: the healthcare facility reported that the tubing of the subject device was detached from the connector end (swivel grip). Conclusion: without the return of the subject device or photography for evaluation, we are unable to confirm the reported event and determine its cause. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient involvement.